Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with the wired footswitch. Upon further troubleshooting action, fse found that the cube / kvma control batteries required replacement. The fse replacing the kvma batteries and replaced all tube configuration data and recalibrated system. After replacement of the kvma batteries, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch has intermittent problems. There was no reported patient or user harm. We are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.